Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump had a display anomaly. She reported that display was flashing. Customer's blood glucose was 6.4 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to verify missing segments or partial display due to display anomaly. We were unable to perform functional testing including self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with minor scratches on lcd window.